Event description:
The customer contacted baxter's service center regarding a check supply line alarm; however, during troubleshooting the registered nurse (rn) stated that the heater bag had run out of solution and that she had replaced just the heater bag with another bag. The technical service representative (tsr) explained that she could not remove one bag and add a new bag, and that the setup was now compromised. The tsr had the rn cycle the power and press the down arrow to end therapy. The tsr explained that if the machine runs out of fluid again in the future she could add a bag to an unused supply line to complete therapy. The rn understood. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The complaint was confirmed. The cause of the use error was undetermined. This report of use error was received with no alleged device malfunction therefore no further investigation will be performed. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy.